Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? None. Did the jaws eventually open? No. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Unknown.

Event description:
It was reported by the sales rep the during the laparoscopic appendectomy procedure device was loaded and placed into trocar. Doctor attempted to open stapler in abdomen. Stapler would not straighten or open. Stapler was removed with the trocar around it. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.